Manufacturer narrative:
The product is not available for eval, as it remains implanted; add'l info will be submitted within 30 days upon receipt. This device is distributed outside the united states; however, it is similar to the coronary sds/stents distributed in the united states.

Event description:
As reported in the literature, nine years after a coronary artery bypass surgery, the pt presented with unstable angina. During cardiac catheterization, the culprit vessel was the saphenous vein graft to the right coronary artery. The graft was critically stenosed in its distal third and the proximal section. The distal section was stented with a bx velocity stent, deployed at 12 atmospheres; the proximal section of the graft was also stented [unk stent]. The pt was discharged without complication. Three months post stent implantation, the pt presented with inferior st elevation myocardial infarction. Urgent cardiac catheterization showed the right coronary vein graft had occluded at the site of the distal stent. Further angiographic assessment revealed a stent fracture in the distal third of the stent with occlusive thrombus at this site. The occlusion was dilated and treated with a jomed coronary stent graft, which was deployed to cover the fractured portion of the stent. Final angiography showed good results. Four years later, the pt remains event and symptom free.